Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that he recently went to the hospital for a sinus infection and high blood glucose of 500 mg/dl. The customer indicated that he was fine and did not want a follow up telephone call. No further information was provided as customer indicated that he only wanted to document the incident.